Event description:
Healthcare professional reported rupture, capsular contracture, baker grade iii and lump which is considered not device related. This record is for the left side. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and capsular contracture, baker grade iii.

Event description:
Healthcare professional reported rupture, capsular contracture, baker grade iii and lump which is considered not device related. The device was found to be intact intraoperatively (rupture previously unreported). This record is for the left side. The device was explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b7 d4 d9 h3 h4 h6 clarification to d4 serial number: a new serial number was reported on the 1st supplemental. Laboratory analysis summary: the device related to the reported event of capsular contracture and lump/nodule was received on june 24, 2025, with lot number 3379252. Based on the product analysis performed, the assessments of the complaints are: capsular contracture: unable to observe as it is not related to the manufacturing process. Lump/nodule: unable to observe as it is not related to the manufacturing process. As per the investigation procedures, creases and deformation were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5, b.6, d.6a, d.6b, h.6.

Event description:
Previous medwatch submission noted rupture. Upon further information, allergan has determined that the event of rupture did not occur. The device was explanted.